Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no activity related to the complaint observed in the pump history. The pump was exercised for 24 hours and did not self-suspend during testing. The pump was able to suspend and resume without difficulty. The history accurately recorded the suspend during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.